Event description:
It was reported that during a lap cholecystectomy procedure, the doctor used the instrument with the cystic artery. The jaw of the instrument was broken all of a sudden. The doctor said the tip did not meet with any hard instruments. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.